Event description:
It was reported that during implant of an extravascular (ev) lead, four tunneling attempts were required with the ev lead noted to be in the pleura space after the first tunneling attempt. After the final tunnel, the ev lead was noted to be rotated and not flat against the sternum. The ev lead was tunneled over to the right side and connected to the device. Defibrillation threshold (dft) testing was done and was successful at 30 joules. The ev lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.